Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative and from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported on (B)(6) 2016 that the pump was removed after a short time and that it was ¿no good¿ and ¿a waste.¿ it was indicated that the pump and catheter were removed on (B)(6) 2008 and that there was a ¿pump malfunction.¿ no further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.